Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent spinal fusion on (B)(6) 2025. During the procedure, the reducer kerrison was not latching onto tulip head of symphony screw properly. An n additional symphony set was opened. Procedure was completed successfully with no delay. Patient is fine/recovered.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: e4. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the device shows signs of normal repetitive usage. A functional evaluation was performed with symphony screw ( product code 102035112s) and assembly worked as intended. Therefore, an assembly issue can not be confirmed. Surgical technique symphony oct system was reviewed and the following relevant statement was found: use the reducer kerrison to reduce the rod into the polyaxial head of the screw. Place the reducer over the rod and onto the polyaxial head until seated. Squeeze the handle to engage and reduce the rod into the head of the screw. Set screws can be inserted through the cannula with the x15 self retaining set screw inserter which is identifiable via three alignment bosses, two of which are toward the distal tip. Use the reducer rocker fork by placing it onto the top of the rod, with the legs below the screw side notches. Lever the fork in a slow and controlled way until the rod is seated into the polyaxial head. Proceed with set screw insertion. Precaution: care should be taken to avoid using excessive force during rod reduction steps that may undermine bony purchase and result in screw pullout. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the reducer kerrison would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection (ri) for reducer kerrison, was conducted identifying that lot number mi118855 released in one batch. Batch1: lot qty of (B)(4) units were released on jan 04, 2023 with no discrepancies. Supplier: (B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.